Manufacturer narrative:
Concomitant medical product: trifuse, therapy date: (B)(6) 2018. No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tpn filter plus trifuse were leaking on day 2 of infusion. There was no patient harm.

Event description:
The customer reported that the tpn filter plus trifuse were leaking on day 2 of infusion. There was no patient harm.